Manufacturer narrative:
(B)(6). The lot was manufactured between april 5, 2017 - april 6, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of two (2) large volume infusors ruptured. This event occurred after the infusors were filled with unspecified drug solution and before patient use. There was no patient involvement. No additional information is available.